Event description:
It was reported the patient is deceased. The patient is reported to have died outside a hospital approximately one year three months post implantable cardioverter defibrillator (ICD) replacement. The patient was enrolled in the (B)(6) study. Additional information received from the study noted the primary cause of death as: unknown and unknown relatedness to the procedure/system component/cardiovascular.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).